Event description:
Customer rec'd a fatal error during a procedure. No pt injury was reported.

Manufacturer narrative:
Ge service rep performed an on site investigation. The cmos battery was replaced and software reloaded. The sys was tested and found to be working as intended and put back into service.